Manufacturer narrative:
Concomitant medical products: d334trg ICD, implanted (B)(6) 2011.

Event description:
It was reported that a remote monitoring transmission showed non-sustained tachycardia episodes with non-physiological noise on the right ventricular lead. The threshold and impedance were stable. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.